Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected fields: e1 - fax number. The device was returned to olympus for inspection, and the reported failure monitor remained non-functional after switching on the device tower was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a failure in the g1 board and the power could not be turned on. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was due to failure in the g1 board, the power could not be turned on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high-definition liquid crystal display monitor remained non-functional after switching on the device tower. There were no reports of patient harm.